Event description:
It was reported that pt underwent total hip replacement surgery in 2007, during which she received a durom acetabular component. Post-op, pt has been experiencing pain and surgeon has recommended revision surgery, which has not yet been scheduled.